Event description:
It was reported that a atrial fibrillation occurred. It was reported that a farawave 2.0 was used during a clinical procedure. The patient went two (2) days after procedure, to a prolonged emergency department visit for atrial fibrillation (a fib), atrial fibrillation with rapid ventricular response and flutter. Dccv (direct current cardioversion) cardioversion was successfully performed. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event or product problem, common device name (d2a), in section d - suspect medical device, patient codes and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a atrial fibrillation occurred. It was reported that a farawave 2.0 was used during a clinical procedure. The patient went two (2) days after procedure, to a prolonged emergency department visit for atrial fibrillation (a fib), atrial fibrillation with rapid ventricular response and flutter. Dccv (direct current cardioversion) cardioversion was successfully performed. The device is not expected to be returned for analysis (disposed).